Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. The device was not returned to olympus for inspection, therefore the customer's complaint was unable to be confirmed. Based on the investigation results, it is likely that the malfunction was caused by a short circuit of the electrical contacts in the circuit boards of the scope connector, which occurred due to water invasion. The user may not have released internal air of scope connector after leakage test and immersed the device which caused water invasion of the connector. However, the definitive root cause was unable to be determined. The event can be detected and prevented by following the instructions for use which state: important information ¿ please read before use ¦warnings and cautions: caution turn the video system center on only when the endoscope connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦warnings and cautions: disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly, or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system ¦inspection of the endoscopic image confirm that the wli (white light imaging) and nbi (narrow band imaging) endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Reprocessing manual 5.4 leakage testing of the endoscope, perform the leakage test caution detach the leakage tester from the maintenance unit (mu-1) before detaching the leakage tester from the venting connector on the endoscope. If the leakage tester is detached from the venting connector before detaching the leakage tester from the maintenance unit, the air pressure inside the endoscope will not vent properly. This may damage the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during preparation for use.

Event description:
It was reported that the flex video scope displayed error code e216 (scope communication error) after about for 4 minutes of the image on the screen. During preparation for use when connecting the device again, error b30 (scope communication error) displayed on the screen. There were no reports of patient harm.

Manufacturer narrative:
E1: establishment name due to character limit: (B)(6) hospital. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.